Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation of noisy image was not confirmed. Based on the results of the investigation, a root cause for the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source exhibited noisy image and the connection of contact pin was not good. The issue occurred during preparation for a diagnostic gastroenteroscopy procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.